Event description:
It was reported the patient presented for a device upgrade. Interrogation prior to the procedure revealed the right ventricular lead exhibited an elevated capture threshold. The physician elected to explant and replace the lead. Visual examination of the lead noted insulation damage. It was unconfirmed if the damage was caused by the extraction process or existed prior to the procedure. The asymptomatic patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed while the reported event of high capture threshold was not confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead found a cut on the outer insulation consistent with procedural damage. Electrical testing was normal with no anomalies seen.